Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off in user, additionally reported that there was no instruction in english how to use product with a bd integra¿ syringe with detachable needle. The following information was provided by the company reporter: it was reported by the consumer that the needle broke off in his skin. Additionally, it was reported that there were no instructions in english on how to use the product. The following information was provided by the initial reporter: spouse of a consumer called to inquire if syringe can be sold individually, she purchased the syringe from pharmacy and sold her the individual syringe. Item# 305270, explained the spouse pharmacy can sell these individually. She stated there is no instruction on the package regarding how to use. She only see all the description on different language nothing in english. Confirmed if she sees the integra retractable syringe description on the package in english consumer stated she does not see any instruction. Pharmacy sold her without the instruction they said this works just like the other syringes. Explained consumer this syringe is an integra retractable syringe. Her spouse normally uses the luer lok item# 309657 syringe, and today is the first time he used and the needle broke in to his skin. Explained consumer the instructions are in the box, I offered to send her the instruction or she can also request that with the pharmacist. Offered to send a replacement either for this integra or the luerlok item# 309657. Caller stated she only paid a quarter per syringe and do not require the replacement. Consumer refused to get a replacement box stated she went to the hospital it probably costs 2 thousands in bill. Consumer did not provide her mailing address or the pharmacy address stated she will call the pharmacy and disconnected the call. Caller stated she has kept the sample did not provide mailing address.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
It was reported that the needle broke off in user, additionally reported that there was no instruction in english how to use product with a bd integra¿ syringe with detachable needle. The following information was provided by the company reporter: it was reported by the consumer that the needle broke off in his skin. Additionally, it was reported that there were no instructions in english on how to use the product. The following information was provided by the initial reporter: spouse of a consumer called to inquire if syringe can be sold individually, she purchased the syringe from pharmacy and sold her the individual syringe. Item# 305270, explained the spouse pharmacy can sell these individually. She stated there is no instruction on the package regarding how to use. She only see all the description on different language nothing in english. Confirmed if she sees the integra retractable syringe description on the package in english consumer stated she does not see any instruction. Pharmacy sold her without the instruction they said this works just like the other syringes. Explained consumer this syringe is an integra retractable syringe. Her spouse normally uses the luer lok item# 309657 syringe, and today is the first time he used and the needle broke in to his skin. Explained consumer the instructions are in the box, I offered to send her the instruction or she can also request that with the pharmacist. Offered to send a replacement either for this integra or the luerlok item# 309657. Caller stated she only paid a quarter per syringe and do not require the replacement. Consumer refused to get a replacement box stated she went to the hospital it probably costs (B)(6)in bill. Consumer did not provide her mailing address or the pharmacy address stated she will call the pharmacy and disconnected the call. Caller stated she has kept the sample did not provide mailing address.